Manufacturer narrative:
Additional information was received that the zyrtec was helping the patient. The patient was doing fine.

Event description:
A report was received that the patient was experiencing hives at the left back side after charging. The patient was prescribed zyrtec. No further course of action at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312 serial #: (B)(4) description: scs charger 2.0.

Event description:
A report was received that the patient was experiencing hives at the left back side after charging. The patient was prescribed zyrtec. No further course of action at this time.